Event description:
Child found lying in pool of blood. Unable to quantify exact amount. IV tubing found to have proximal IV port to the pt found without rubber piece, allowing blood to flow from pt out onto bed linen. IV attached to central line in child's (r) chest. Central line had been accessed for lab work approx 2 hrs earlier. Within 24 hrs of the event, the child's hemoglobin dropped 2.9 grams, necessitating a blood transfusion.